Event description:
Tension pneumothorax causing cardiopulmonary arrest. Filter may have been defective. As it was very difficult to bag and ventilate patient during code. Once filter was removed, no more resistance was met and patient was oxgenated.